Event description:
I had my tubes right after my third child. I thought they were going to be cut. After surgery and the numbing wore off I was in so much pain. Worse than labor. They gave me pain meds and I just went on. Over the years I've had really bad pains, cramps, and feel sick a lot. So I called and asked about my tubal after I learned there was more ways to tie tubes now. They said I have clamps. Well after an x-ray we found out my clamps have come off and was on top of each other in my bladder. This was a few years ago. Now they have dropped below my bladder. I was never told I had them. The pain is awful and I feel sick all the time and it never happened till after the surgery.